Manufacturer narrative:
The reported failure of the device powering off is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information from a nurse alleging a patient experienced that the power suddenly turned off while using a trilogy evo o2 device. They pressed the power button again then the screen turned completely red, and the trilogy evo o2 device became inoperable. The nurse replaced the device with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that two error codes, device calibration data crc failure and event nvdata corrupt, were observed on the device's error log. The manufacturer service technician further evaluated and determined the system printed circuit assembly (pca) had caused the issue to occur on this device. The root cause is confirmed at this time. Additionally, during the service of the device, the display pca was replaced for an unstable condition that was observed, in which alarm logs are not recorded at the occurrence of alarms unrelated to the reportable issue. The software version was upgraded to 1.06.15.00 from 1.06.10.00.